Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep).it was reported that manufacturer representative (rep) has currently have possession of the device and will return it once I receive a shipment from custom point with the appropriate ¿returndevice boxes¿. I will update mpxr once this has been completed. Thank you.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an external device. The reason for call was caller reported that the patient was having difficulty getting the recharger to connect to the implanted neurostimulator (ins) and stay connected during recharge sessions. Caller also stated that for the past year the patient has been having software problems on the controller that requires the patient to reset the controller. During the call, caller confirmed that there was visible damage to the cord where it goes into the paddle. The issue was not resolved. An email was sent to the repair department to replace the recharger. Patient states that the device was becoming increasingly more difficult to recharge. He also states that the remote would not stay connected to his battery. He reports repeatedly getting a ¿software problems¿ message on his remote that required him to have to take the battery out of the back of the remote each time he used it. He states that this has been ongoing for a year and he had contacted patient services about this previously and already had all of his external equipment replaced. Calls for the communication issue is unknown to see us. Patient had previously contacted patient services and had his external equipment replaced. The device was replaced.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- 2025-06-09 14:57:29 cst pli# 20 product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the rep that the item was returned on 05/29/25.